Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
After post-dilation of a stent that was placed in the left proximal internal carotid artery, this balloon would not wrap very well following its initial inflation with an indeflator making it difficult to withdraw the balloon through the 6 fr. Sheath. The age and the gender of the patient are unknown. The vessel was described as ulcerated with mild to moderate calcification. There was no difficulty advancing the balloon into the stented lesion. The balloon was inflated to 8 atmospheres. The balloon did not rupture and the balloon was removed fully intact. The lesion was successfully treated. There was no reported injury to the patient.